Manufacturer narrative:
(B)(4). At this time, vyaire is currently in the process of evaluating the suspect device. Once the evaluation is complete, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was delivering a lower amount of oxygen than expected. There was no report of any patient involvement associated with this reported event.

Manufacturer narrative:
Results of investigation: vyaire medical was not able to verify the customer's reported issue during testing and evaluation. The ventilator was tested with a known good ac adapter and a known good patient circuit connected. The ventilator passed 157 hours of extended tests at the customer's settings. The ventilator passed the pressure and o2 test section of troubleshooting final test. This device met manufacturers specifications.